Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device refrigerator did not recognize for fci urgent care. A field service engineer found an error message. They attempted to sync device to server, and it gave an error ¿failed to upload pending data cannot continue full sync¿, so the case was moved to product support engineer. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was not able to pend medications, and the refrigerator was not being recognized. The area for pending medications on the server is grayed out. When trying to sign on the medication station, it gives the error message "one or two errors and logs you out of the system. There were no adverse events or injuries reported based on this incident.